Manufacturer narrative:
An imris customer service engineer (cse) was on-site to resolve the issue. The cse drained some hydraulic fluid from the table's hydraulic fluid reservoir for inspection and observed debris floating in the fluid. Components in the hydraulic system potentially became worn and contributed particles to the system. The debris can become lodged in the system and allow seepage of the hydraulic fluid, which may result in table drift. The cse filtered and flushed the hydraulic fluid using a 7 micron filter. Afterwards, the cse installed a new 40 micron filter and performed weighted and unweighted drift tests to verify proper function of the table. Furthermore, the cse observed a small leakage under the reservoir o-ring. The o-ring was replaced and the table was retested appropriately. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
On (B)(6) 2020, the customer reported that the ort200 table drifted in the trendelenberg function. There was no patient involvement.